Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the device partially fired. The surgeon noticed that the handle was broken and could not be squeezed. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.